Event description:
It was reported that high left ventricular thresholds were noted approximately four months after implant. During the lead revision procedure, the device longevity was noted to showed an unexpected longevity of 12 months remaining. The physician was unwilling to risk another surgery that soon, so the device was explanted and replaced. No patient complications have been reported as a result of th is event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that high left ventricular thresholds were noted approximately four months after implant. During the lead revision procedure, the device longevity was noted to showed an unexpected longevity of 12 months remaining. The physician was unwilling to risk another surgery that soon, so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).